Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cadd pump experienced no disposable pump won't run alarm. The programmed rate was 5 ml per hour and remaining volume 80.3 ml. The volume given was 148.35 ml. The pump was under delivery. There was patient involvement and no harm.